Event description:
This pt became a non-user of their nucleus cochlear implant due to pain. Results of a subsequent CT scan revealed that the electrode array had migrated from the cochlea. The pt has now discontinued use of the device and may decide to be explanted.